Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. Analysis of the pump found ¿no anomaly¿. Analysis of the catheter found ¿catheter body hole ¿ not user related¿. (B)(4).

Event description:
Additional information was received on 03-aug-2016 from a company representative and it was reported that the pump was not helping the patient because it had reached eos (end of service).

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8840, product type: programmer, physician. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving morphine 10 mg/ml at 0.999 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported the pump was not helping the patient. No further history was known at the time of this report. It was noted the pump had an end of service (eos) occurrence on (B)(6) 2012. The reporter was not sure why the pump was allowed to go to eos other than to say again that the pump was not helping the patient. The pump was explanted on (B)(6) 2016. The reporter was on his way to the managing hcp's office to get more history regarding the event. It was unknown if this was a gradual or sudden change in therapy/symptoms. Further information was received that the hospital told the manufacturing representative that dr. (B)(6) removed the pump, but the manufacturing representative confirmed with the hcp that he had never seen the patient. Dr. (B)(6) has no record of the patient. It was noted dr. (B)(6) last saw the patient in (B)(6) 2016. The pump was still implanted at this time and was at eos. According to dr. (B)(6) office, the patient did not want to the pump replaced at that time. The manufacturing representative was given another hcp's phone number, but when the number was called it was found to be disconnected/not working. The manufacturing representative called and left a message for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.